Event description:
A phlebotomist was stuck when trying to close the safety shield. User error may have contributed to this event based on account's report. This will be addressed with account. Lot number unknown.